Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the unit was evaluated and the reason for return: "fill chamber kept filling" could not be duplicated. Unit will be sent to long term hold after evaluation. / complete:this complaint file is being closed at this time without an evaluation from the service center. There is no risk in taking this approach to closing the complaint, and there was no impact to the patient as a result of this event. The device is an older model which has been deemed low priority at the service center as customers are requesting the newer fms vue pump. A review of the complaint data for this product family revealed that the overall complaint rate was below the expected rate during the month this complaint was reported. In addition, a review of the depuy synthes mitek complaints database revealed three dissimilar complaints associated with the serial number for this device. The most likely root cause for this failure mode is broken components, based on similar failures reported in the past. There is no record or evidence of this failure previously being related to issues with product design. No corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If the device in question is evaluated and repaired, this file will be reopened, and its contents updated to reflect the results of the evaluation. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative that the fill chamber kept filling during a shoulder arthroscopy. A second day set was tried with the same result. A second pump was used to complete the procedure with no consequence to the patient and no delay in the procedure. One pump will be returned for analysis by the customer. Additional information received by mitek complaints on july 7, 2015: the sales representative reported that the overfill was from the sales bag and there was no backflow from the patient.